Manufacturer narrative:
This investigation is still in progress. Once it is complete a supplemental report will be provided.

Event description:
The customer reported multiple false positive results with the ID now covid-19 assay. No additional patient information, including treatment and outcome were provided.

Manufacturer narrative:
Additional information: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.